Event description:
It was reproted that during a lap appy procedure, they did not articulate the device at all, it was put in straight, staples were fired but the blade did not cut tissue. The staples that were fired were misformed. They were firing across the meso appendix. The 2nd device was fired across in the general area of the malformed staples in order to secure it better. They tried to allign where the staples were. It was the first firing for both devices. Case completed with 3rd device of the same product code. No pt consequence.